Manufacturer narrative:
(B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how was the product stored prior to use? Freezer. When was the product prepared for use (pre-op or during the surgical procedure)? Intra-op, during the procedure. What was the thawing procedure used by the facility? In room temp. How long was the biologic thawed prior to use? Approx 5hrs. How much time was given between thawing the product and attempting to draw this into the application device? 5 hrs. Please confirm that this was a case of not being able to attach the vials onto the vial connectors attached to the application device? Or was this a case of one the vials were attached, but the product wouldn't draw up? Device broke so cannot draw up. Which component did not draw into the syringe? Applicator. Were the biologic components fully thawed at time of use? Yes. Please clarify if any component of the applicator broke or or were the vials attached to the applicator and there was difficulty in drawing up the biologics? Applicator broke therefore could not draw. Can you identify the lot number of the biologic individual box? Unknown. Can you identify the lot number of the device? Unknown. Status of product return: product confirmed to be discarded, nothing is returning. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a thyroidectomy procedure on an unknown date and a fibrin sealant preparation device was used. The vial adapter clipped off the fibrin sealant preparation device and the solution wouldn¿t draw up. No adverse patient consequences were reported. Additional information was requested